Manufacturer narrative:
Additional information was received on 8/21/2019. The complaint device was discarded. The investigation of the returned photograph was completed by the failure analysis lab on 9/4/2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with the breast implant. Upon visual inspection of the picture, it was observed that the implant was ruptured. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the issues reported previously, a left breast cyst was also found through magnetic resonance imaging. Also, when the devices were explanted, bilateral prosthesis replacement with 200cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 325cc mentor memorygel breast implant, catalog # 3507325bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced left sided rupture and capsular contracture (baker¿s grade unknown) post procedure. The rupture was diagnosed by magnetic resonance imaging. As a result, and explant is planned for (B)(6) 2019.